Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation observed the e216 scope connection error occurred . In addition, the light guide connector was observed to be deformed. Furthermore, the following findings during device evaluation noted the curved rubber adhesive is missing. Dirt that is difficult to remove found on the sw1 (switch #1) part due to handling. Scratches on curved rubber, operation part, grip , switches, video connector part and case, light guide connector, light guide cover glass due to external factors are observed. Based on evaluation findings, the customer reported issue was able to be confirmed as e216 error observed during device evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of e216 (scope communication error), brightness may become unstable during surgery. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to temporary contact failure caused by foreign material caught between the electrical contact of the video connector and the electrical contact of the video system center; this led to the image signal not being transmitted effectively. It is recommended that the user facility to inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.